Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that roughly one day into support, the impella cp pump unexpectedly stopped. The pump was attempted to be restarted. After the secone attempt to restart, a controller failure occurred and the decision was made to remove the pump. There was no reported harm or injury to the patient. The pump issue was reported in manufacturer device report number 1220648-2024-24030. This report reflects the automated impella controller issue.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console was tested. The reported failure modes were unable to be reproduced naturally (either pump stop or controller error). Forcefully reproduce the controller error by unplugging the lamp connector from the optical bench. There was no issue with the envelope (without connecting the optical test pump) and the fringe pattern from the optical bench (with the optical test pump connected). This confirms no issue with the optical bench. According to the data and device analysis, the root cause for the intermittent ¿controller error¿ was most likely a defective lamp. D.2 revised common device name since the intial manufacturer device report number 1220648-2024-24031 was submitted in accordance with updated procedures.